Event description:
It was reported that during a colectomy procedure, two complete donuts were formed. A leak test was performed and was negative. In 2004, the pt was re-admitted for weakness and abdominal pain and a re-operation was subsequently performed. There were malformed staples at the staple line. The pt was transferred to another facility 4 days later and had a second re-operation where a pinhead leak was identified in the intestine and repaired. The pt had multiple localized infections and expired about two months later. The cause of death is unknown.